Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with infection at the implanted device pocket site and pocket erosion. The device was visible from the opened incision site of the implanted device pocket. The physician did not make any claim that the infection was related to the device or device-related procedure. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, and left ventricular lead due to infection. The patient was in stable condition throughout the procedure.